Event description:
It was reported by the patient's attorney that allegedly the patient has blood toxicity and cobalt poisoning that the doctor thinks is coming from the hip.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based upon the insufficient information provided, the exact cause of the event could not be determined. Should additional information become available, it will be provided in a supplemental report. Legal case.